Event description:
It was reported patient underwent a reverse comprehensive shoulder arthroplasty on (B)(6) 2013. During the procedure, the glenosphere would not fully impact. Subsequently, the surgeon removed the glenosphere and it fell on the floor. As a result, a 30 minute delay occurred and a new glenosphere was utilized to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.